Event description:
Pt was revised in 1999 due to poly wear. Pt's height is 5'11'. The problem was discovered during a routine x-ray. The pt was having no problems. Uncertain whether the hosp lab will release the device to the sales rep.